Event description:
This pt experienced a thrombotic event two days after having three cypher stents implanted in the proximal through mid lad. This was treated with aspiration thrombectomy and re-ptca. This pt was admitted to the hosp with a chief complaint of acute myocardial infarction. The pt was currently taking ticlid. The pt was taken emergently to the cardiac cath lab, where angiography revealed a long, de novo, calcified, tortuous, c-type lesion extending from the ostium of the lad through the mid portion of the vessel. There was pre-existing thrombus present within the mid vessel. A bolus of 7,000 units of heparin was administered via IV. No thrombolytics were given. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was predilated with a 2.25 x 20mm balloon inflated to 12atms; however, the mid-lad was not pre-dilated. A 2.5 x 23mm cypher stent was deployed to 10 atms within the distal portion of the mid-lad. Then, a second 2.5 x 23mm cypher stent was positioned proximal to and in overlapping fashion with the first, and was deployed to 16 atms. A third cypher stent was positioned proximal to and in overlapping fashion with the second stent, and was deployed to 14 atms with suboptimal results. The stents in the mid lad were post-dilated with 2.25 x 20mm balloon inflated to 18 atms and the stent in the proximal lad was post-dilated with a 3.0 x 15mm balloon inflated to 18 atm. Ivus was conducted. Flow through the stented segment was timi iii. Residual stenosis was reported to be 25% within the mid-lad and 0% within the proximal lad. The pt was discharged on ticlid and aspirin in stable condition. Two days later, the pt complained of chest pain and was taken back to the cath lab. Repeat angiography demonstrated a thrombosis of the two 2.5 x 23mm cypher implanted in the mid-lad. This was treated with aspiration thrombectomy and additional balloon inflation with a 2.5mm balloon inflated to 12 atms. Physician's comment: the possible cause of the thrombotic event is due to a possiblity of a dissection distal to the cypher implanted at aha#7. In addition, under-dilation of the cypher implanted at aha#7 and because vessel aha#7 was a thrombotic lesion might have contributed to the event. Note: device is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Reference MFR. #'s 9616099-2006-00325 and-00326.